Event description:
It was reported the patient's blood glucose level rose to above 20 mmol/l (360 mg/dl) while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site due to the adhesive not adhering on the leg, causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.